Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when the PICC was inserted the p wave was intermittent, the patient was sent for a chest x-ray to confirm location. The tip of the PICC was kinked a 1cm kink. The ir consultant recommended that the PICC line be pulled back a centimeter then have another chest x ray. The kink in the PICC was still evident and a larger kink they state 2 cm. The line was in the correct place so was left in situ and the patient was booked to return to x-ray on the monday to have the kink straightened by the consultant. The patient was transferred to the hospital over the weekend and details of the PICC line were sent with the patient. No other information was provided.